Event description:
During product service by a service technician, a flogard infusion pump presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing and battery testing were performed. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.